Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and high level of ketones with blood glucose of 257 mg/dl, current blood glucose was missed. Time and date of hospitalization was (B)(6) 2017. The customer experienced symptoms such as vomiting, nausea, high ketones. Event caused to hospitalization was high blood glucose, and sensor glucose was not reading properly and outcome of hospitalization was they did not provide insulin . The drive support cap appears normal (slightly indented). The customer was treated with give 2 bags of intravenous fluids, after blood glucose was 250 mg/dl. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.